Event description:
It was reported that during the implant procedure, the lead was noted to be fractured. The lead was opened and not used. Another lead was used. No patient complications have been reported as a result of this event.